Event description:
IV pump alarmed air bubble in tubing, line inspected and found to be leaking, the tubing had a split in the line.======================manufacturer response for IV tubing, alaris (per site reporter).======================mfg just notified.